Event description:
It was reported that during device preparation and prior to use the xience v stent delivery system (sds) tip separated. There was no patient involvement; the device was not used. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would not be returned for analysis. Subsequent information revealed that the device is available for evaluation. Evaluation summary: the device was returned for analysis. The separated tip was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for separated tip from this lot. Based on the reviewed information, no product deficiency was identified.